Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported that she was cleaning the pool and thinks she got the insulin pump wet and the buttons are not responding. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.